Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer confirmed that the device will not be returned for further evaluation. Therefore root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has motor fault issue. The customer confirmed that there is no patient involvement associated with this reported event.